Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that insulin pump had not turning on. Customer stated that issue happened after battery ran out. The insulin pump turned on and again got a pump error alarm. No harm requiring medical intervention was observed. The insulin pump will not be returned for analysis.